Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2017 with the following findings: a review of the black box showed no evidence of a rewind issue. The rewind, load, and prime steps were performed successfully. A rewind issue did not occur during the investigation. After the rewind step a two milliliter cartridge was inserted and the cartridge cap was able to fit properly. No debris was found in the cartridge compartment. No activity was observed outside of normal use. Unrelated to the original complaint, the battery compartment was cracked at the cae seal to the left side of the grip pad. The battery cap threads were stripped and the cap was unable to fit to the returned pump or to a test pump. The test cap was able to fit for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the pump would not stop rewinding when performing the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.